Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the reported issue (primary audible alarm) was not duplicated. The returned device passed functional testing. Internal inspection showed no abnormalities. The reported issue was not confirmed and cause of the reported problem wasn't established.

Event description:
It was reported the device gave a "primary audible alarm" alarm. No patient involvement.